Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging excessive drainage from her nose into her throat, throat irritation. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found a contamination was found on the rear panel. An internal visual inspection of the device was completed by the manufacturer and found dust contamination on the blower and on the blower impeller. Evidence of water ingress was observed on the bottom of the blower box and on the blower. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 5 errors. The manufacturer concludes contamination of dust found were external to the device and water ingress consistent with blower box and the blower. The manufacturer concludes there was no evidence of sound abatement foam degradation.